Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed on the device. Patient had an infected wound and the cause of the infection is unknown or if it was device related. Device was explanted. Patient was still hospitalized. No further information available.